Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on 11/26/2016 with a blood glucose level of 500 mg/dl. Customer stated that they had difficulty breathing for four days prior to the hospitalization. The customer did not provide any details of their treatment. The customer was wearing the insulin pump during their hospital stay. The customer stated that their infusion kept falling out of their insulin pump.